Event description:
It was reported that, the pacemaker system inappropriately recorded a non-sustained ventricular tachycardia (nsvt) episode exhibiting noisy signals oversensing leading into pacing inhibition and syncope. Technical services (ts) recommended to evaluate the lead. This pacemaker remains in service. No additional adverse patient effects were reported.